Manufacturer narrative:
(B)(4).

Event description:
There were multiple confirmed motor stalls and recoveries that were noted in the event logs over the last 2 months, and currently, the pt's pump was stalled. The pt was "underdosed", but no specific symptoms were reported. The medications being delivered via the device system were baclofen 450mcg/ml and sufentanil 900 mcg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.